Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned device could be confirmed based on the catalog and lot number marked on the packaging labeling. The packaging was confirmed to be complete and sealed; it was not modified in any way. The presence of a hair could be confirmed under the external plastic foil (not in contact with the product itself). Based on investigation, the root cause was attributed to a manufacturing issue. The failure was caused by not detected pollution during inspection at time of packaging steps. A nc was initiated to cover the reported issue. A review of the labeling did not indicate any abnormalities. If more information is provided, the case will be reassessed.

Event description:
As reported: "during inbound processing, it was noticed that item was received with hair under sealing foil."

Event description:
As reported: "during inbound processing, it was noticed that item was received with hair under sealing foil."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.